Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis with additional symptoms of shakes and elevation of blood pressure resulting to a transfer into the intensive care unit of the hospital. The cause of, the treatment for, and the outcome of the peritonitis was not reported. On the same day as peritonitis onset, the patient was hospitalized for the event. On unreported dates, the patient's pd catheter was removed, dianeal therapy was discontinued, and the patient was switched to in center hemodialysis. Eight days after being admitted, the patient was discharged from the hospital. No additional information is available.